Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 257 mg/dl. The customer reverted to an alternate method of insulin therapy.